Event description:
This pt was considered high risk and was in renal failure. The pt was on dialysis. In 5/2000 the surgeon deployed the graft above the renal arteries, but below the sma due to the fact that there was not enough neck below the renal arteries. The surgeon made the decision to cover the renal arteries due to the fact that they were non functional and the kidneys had shrunk. The pt subsequently developed bowel ischemia and the pt expired on event date. The autopsy results indicated that the graft was implanted in the correct position and that there was significant amounts of emboli down the celiac, the sma and both hypogastrics. The results also indicated that the suprarenal aorta had a fair amount of atheroma and thrombus.